Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the mega needle driver instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal idler pulley. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Image review: a review of the provided image shows broken grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega needle driver instrument was noted to have broken cable. The procedure was completed with no reported injury.